Event description:
The customer reported that the screen was intermittently going blank. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was replaced and the system software was reloaded. The system was then found to be operating as intended.